Event description:
This case was initially received via regulatory authority (B)(6) on 31-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain complaints") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "painful and difficult insertion" in 2009. The patient's concurrent conditions included retroverted uterus. In 2009, the patient had essure inserted. In 2009, the patient experienced procedural pain ("painful and difficult insertion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("1 coil lost"), musculoskeletal discomfort ("joint complaints"), menstrual discomfort ("menstruation complaints"), fatigue ("fatigue"), limb discomfort ("heavy legs"), feeling abnormal ("cotton wool head"), incontinence ("incontinence"), fibromyalgia ("fibromyalgia") and hypersensitivity ("hypersensitive"). The patient was treated with surgery (essure and fallopian tubes have been removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, musculoskeletal discomfort, menstrual discomfort, fatigue, limb discomfort, feeling abnormal, incontinence, fibromyalgia and hypersensitivity was resolving and the procedural pain and device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion, fatigue, feeling abnormal, fibromyalgia, hypersensitivity, incontinence, limb discomfort, menstrual discomfort, musculoskeletal discomfort, pelvic pain and procedural pain with essure. The reporter commented: the complaints are reduced. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 04set2017 for the following meddra preferred terms: - pelvic pain: the analysis in the global safety database revealed 3.877 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.